Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too high. Customer's blood glucose level was 163 mg/dl. Tandem technical support made multiple attempts to follow up with the customer and was unable to do so.